Event description:
The customer stated that his blood glucose readings had been higher than usual. He alleged that he performed control tests and received results in the range of 198-350 mg/dl. The normal control range was 98-135 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.